Manufacturer narrative:
The device has been requested but has not been returned to the manufacturer. Neither meter serial number nor test strip lot number was provided. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided, the root cause of the low values cannot be determined. Factors such as hematocrit, temperature, humidity, elevation, other medication, and testing procedure may have contributed to the discrepant values. Based on the limited information provided, the root cause of the incident could not be determined though diet and medication could have contributed. No corrective action will be initiated because system failure could not be confirmed. This event will continue to be trended.

Event description:
The patient reported the ibgstar meter measured his blood-glucose low compared to his symptoms. As a result the patient experienced hyperglycemia and was hospitalized in (B)(6) 2013. The patient has since recovered.